Event description:
It was reported that the insulin pump alarmed motor error during normal use. The caller stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force senor. Unit passed the basic occlusion, displacement tests and 10 units bolus delivery. No motor error alarm occurred during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.